Manufacturer narrative:
Unit received with physical damage to cow catcher and all pins. Unable to charge unit or perform functional test due to physical damage.

Event description:
The automode feature was not active at the time of the reported event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl. The customer was assisted with troubleshooting. Customer just inserted a new sensor but getting a lost sensor signal. The customer was unknown if they used auto mode feature at the time of incident. The insulin pump will not be returned for analysis.